Manufacturer narrative:
(B)(4).

Event description:
It was reported "the {doctor} a cardiac anaesthetist at ashford hospital has noticed the following; initially short arrows (ra-04220) that would not get a flash back but when removed it was clearly in the artery. He has also noted that they are hard to thread over the guide wire. He has been using the long arrow in the meantime but today the same issue happened with the long arrow ref 04020." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes:9680794-2024-01160.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the {doctor} a cardiac anaesthetist at ashford hospital has noticed the following; initially short arrows (ra-04220) that would not get a flash back but when removed it was clearly in the artery. He has also noted that they are hard to thread over the guide wire. He has been using the long arrow in the meantime but today the same issue happened with the long arrow ref (B)(4)." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes:9680794-2024-01160.